Event description:
Hernia repair using kugel medium plug lot 43fod089 left inguinal hernia. In 2004, right inguinal repair using kugel medium plug lot 43fod096. Since, have had chronic groin/thigh and abdominal pain. Swollen testicle, bleeding from rectum on elimination. Unable to have sexual relationship because of severe pain. Dates of use: #1: current; 2004 - 2008. #2: current; 2004 - 2008. Diagnosis or reason for use: #1: hernia repair - left inguinal. #2: hernia repair- right inguinal.